Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as broken skin that bled under one of the ECG electrodes and red skin under the other three ECG electrodes. The patient consulted her physician who recommended re-measuring the patient. Follow-up indicated that the irritation was still present and had not gotten worse and that her skin felt better.